Manufacturer narrative:
Device received with intermittent button response due to flattened (escape and act ) button dome switch (no crease) and partial unlocked lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify rewind anomaly due to buttons not responding.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the act button was non responsive but sometimes have to hit it a couple of times, periodically unresponsive at times. The customer¿s blood glucose level was 187 mg/dl. The customer also reported that the buttons were hard to press and rewind was a little sluggish and taking longer. The customer also reported that the time advances. The customer also reported that lock that holds belt clip on was broken. The customer was advised to discontinue the use of insulin pump and revert to backup plan. The device will be returned for analysis.